Event description:
Reported by the customer as: pump continued to pump after food was gone. Customer stated "unit did not alarm when dose was finished the pump continued to run." No patient injury.

Manufacturer narrative:
Actual device was evaluated. Results: the evaluation included performance testing (accuracy, verification of air/no food alarm, etc.). Multiple formulas were used at settings (rate and dose) obtained from the pump software log to recreate the failure experienced by the customer. The pump performed according to specification during each run (alarmed and shut off after food was gone). Conclusion: the alleged complaint/defect could not be duplicated. We are attempting to contact the customer/patient to obtain more information. If more customer/patient information becomes available, a follow up report may be submitted.